Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage leading to raise in the blood glucose level on (B)(6) 2025. No further information available.